Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The device was not returned.

Event description:
It was reported that the device was giving a low flow rate of 1.6 lpm. The pads were emptied and the device was restarted. The flow rate on the device after the restart with the 4 pads remained 1.6 lpm. The pads were disconnected and reconnected and the flow had risen to 2.2 lpm. The nurse then emptied the pads again and checked the flow rate after adding the 4 pads to the device separately. First the right thigh pad was connected and the flow was 1.8 lpm, then the left high pad was added, raising the flow rate to 2.0lpm. When the right chest pad was added the flow rate remained at 2.0 lpm. The flow rate dropped to 0.7 lpm when the left chest pad was added. Therapy was interrupted in order to switch the patient to a new set of pads which stabilized the flow rate to 2.8 lpm. Therapy was resumed on the new full set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was giving a low flow rate of 1.6 lpm. The pads were emptied and the device was restarted. The flow rate on the device after the restart with the 4 pads remained 1.6 lpm. The pads were disconnected and reconnected and the flow had risen to 2.2 lpm. The nurse then emptied the pads again and checked the flow rate after adding the 4 pads to the device separately. First the right thigh pad was connected and the flow was 1.8 lpm, then the left high pad was added, raising the flow rate to 2.0lpm. When the right chest pad was added the flow rate remained at 2.0 lpm. The flow rate dropped to 0.7 lpm when the left chest pad was added. Therapy was interrupted in order to switch the patient to a new set of pads which stabilized the flow rate to 2.8 lpm. Therapy was resumed on the new full set of pads.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have evidence of use. The trim pattern of the pads were found to have been correct, and the energy connector was found free of damages and presented a good connection. Per functional evaluation the pads were submitted to the flow rate test with an arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, and received the following results below: * left chest pad: a total of 1.58 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 1.75 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. * right chest pad: a total of 0.97 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 0.63 l/min m2 of flow rate were registered during the test due to the pad was noted crushed. The flow rates were found to be unacceptable. The flow rate specification for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a filliped kit.¿ (B)(4).

Event description:
It was reported that the device was giving a low flow rate of 1.6 lpm. The pads were emptied and the device was restarted. The flow rate on the device after the restart with the 4 pads remained 1.6 lpm. The pads were disconnected and reconnected and the flow had risen to 2.2 lpm. The nurse then emptied the pads again and checked the flow rate after adding the 4 pads to the device separately. First the right thigh pad was connected and the flow was 1.8 lpm, then the left high pad was added, raising the flow rate to 2.0lpm. When the right chest pad was added the flow rate remained at 2.0 lpm. The flow rate dropped to 0.7 lpm when the left chest pad was added. Therapy was interrupted in order to switch the patient to a new set of pads which stabilized the flow rate to 2.8 lpm. Therapy was resumed on the new full set of pads.